Manufacturer narrative:
Medwatch MDR report mw5155897.

Event description:
It was reported that during a procedure, the fiber broke. No patient complications were reported.

Manufacturer narrative:
Medwatch MDR report mw5155897.

Event description:
It was reported that during a procedure, the fiber broke. No patient complications were reported.